Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient was pre-operatively diagnosed with l3-l4 spinal stenosis above old fusion and underwent the following procedures: bilateral laminectomy at l3-l4; posterior lateral transverse process fusion with rhbmp-2 and local bone graft; posterior lumbar interbody fusion with rhbmp-2, local bone graft, and peek cage placement; (single incision anterior and posterior spinal fusion) pedicle screw instrumentation under fluoroscopic guidance. As per op-notes, ¿the spinous process of l3 was morcellized and used for lateral gutter grafting along with rhbmp-2. After trialing, an 8x22 mm allograft was placed along with 2 rolls of rhbmp-2 and local bone graft. Starting points were identified for pedicle screws and pedicles at l3 and l4 cannulated first with an awl, then 5.5 mm tap, then 6.5 mm x 45 mm variable axis pedicle screws. ¼ inch titanium rods were cut to the appropriate length and secured with cap screws which were tightened to 110 inch pounds of torque. A size 408 crosslink was applied and tightened.¿ patient tolerated the procedure well without any complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.